Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot c140. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for alarm #16: collect pressure, alarm #17: return pressure or clot observed. A corrective and preventive action ws initiated for alarm #16: collect pressure and alarm #17: return pressure. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. This case is being reported due to the medical intervention (patient was provided with one ringer solution). Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called and reported at whole blood processed volume (wbpv) of 447ml customer had observed a jelly coagulation in the return bag. Therako's clinical services specialist (css) asked if any alarms occurred during the treatment. Customer stated that alarm #16 and alarm #17 had occurred. Customer decreased the flow rate and could continue treatment. When customer observed the coagulation, customer decide to abort the treatment and not to return the volume out of the kit. Patient was provided with one ringer solution and will get a red blood cell (rbc) transfusion. The transfusion was planned before the treatment, due patients hct and hb values. No service order was created. No product was returned for investigation.